Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical video colonoscope model eg27-i10, serial number (B)(4). The event was reported to occur in the operating room before use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 01-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the customer complaint but did documented the following inspection findings: insertion tube buckles at stage 1, umbilical cable dent, bending rubber glue cracking at distal side, bending rubber glue cracking at insertion tube side, air/ water nozzle glue missing, passed dry leak test, primary operation channel resistance, passed wet leak test, suction tube resistance, water nozzle glue missing. The device underwent non related repairs including the following components:o-rings and seals, insertion flexible tube, bending rubber, adjusting collar, rl pulley assy, ud pulley assy, angle wire, operation channel, suction channel lg, x-ring(1.8x19.6) gray, rl lock rotating disk. The endoscope is awaiting repairs and approval by final qc as of 21-oct-2021. Model eg27-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 12-oct-2021, a device history record(DHR) review for model eg27-i10, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 30-jun-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 04-jul-2016. The investigation is in-process.